Event description:
It was reported that this pacemaker device was explanted and there were no allegations reported. This device was received by post market quality assurance for analysis. No adverse patient effects were reported.